Event description:
This is being filed to report tear of the posterior mitral leaflet requiring intervention. It was reported that this was a mitraclip procedure performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 3. One clip was advanced to the mitral valve and during leaflet grasping was noted to tear the posterior leaflet. The clip was successfully implanted in the central position to stabilize the leaflet. A second clip was advanced to the valve and positioned medial to the first clip however, during leaflet grasping, the posterior leaflet tore again and mr became severe. The clip was removed and the procedure was aborted with mr at 5. The patient was taken to surgery on (B)(6) 2022 and a mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip cds referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The reported adverse event without identified device or use problem during the procedure could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances (clip was deployed). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported tissue injury cannot be determined. Additionally, tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.